Manufacturer narrative:
Product ID 3093-28, lot# v261764, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing ¿call your doctor¿ icon and a power on reset (por) condition was reported. This was seen the day before the report. The patient had ablations and catheterization for the heart and was also wearing a heart monitor.

Event description:
Additional information received reported the patient do not have concerns with their device or therapy. The patient received assistance from their manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(4) 2014.